Event description:
It was reported that the device exhibited episodes of far p wave over-sensing and over-sensing of artifacts from the patient's left ventricular assist device (lvad). Programming changes were discussed but not made at this time. There were no adverse health consequences, the patient was stable.